Event description:
It was reported that during a case, the analyzer was on, but the display on the programmer could not be activated and the stylus could not be attained at the corners. The stylus was replaced, but this did not resolve the issue. The programmer has to be switched out for a different one. The programmer will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).